Manufacturer narrative:
Lead model 3387-40, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, lead model 3387-40, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2005-(B)(6), explanted: unknown, programmer model 37642, serial # (B)(4).

Event description:
It was reported that the impedance readings were >4000 ohms. All combinations with #4 were elevated. Other case combinations were around 1200 ohms and biipolar combos with #4 were also elevated. It was reported that the patient had fallen recently. Additional information has been requested, but was not available as of the date of this report.